Manufacturer narrative:
No mz1000 sample was received for investigation; however the customer reported that they experienced leakage "from the walls". As part of the investigation, the customer provided a photograph of the reported sample, however analysis of the photograph could not confirm a potential source for the alleged leakage. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: liquid leaking from the walls impact to patient: the connector should have been removed